Event description:
It was reported that the customer experienced a blood glucose (bg) below 50 mg/dl; cause was unknown. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 / 3.5.1 / ios_16.1.2.